Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced component separation. The following information was provided by the initial reporter: IV tubing that broke as she was priming some zosyn.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes; d.10. Returned to manufacturer on: 10-aug-2022. H.6. Investigation summary: the customer reported tubing broke during priming, and returned a label and the sample. The sample was separated at the silicon/lower fitment junction, and the complaint is verified. The root cause is ring retainer not attached during the assembly process, as there was no indent on the silicon. Manufacturing was alerted to the issue and they have made continuous improvement actions to the pump segment assembly process. Device history record review for model 2420-0007 lot number 22035933 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 19mar2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced component separation. The following information was provided by the initial reporter: IV tubing that broke as she was priming some zosyn.